Event description:
It was reported that patient presented to the clinic for an evaluation due to an alert for non-sustained rv oversensing observed via remote transmission. Review of the episodes revealed intermittent loss of ventricular capture. Programming changes were recommended. Device remains implanted.